Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that the log did show lead off messages. Once the electrode pads were changed, the ECG signal showed throughout the remainder of the case. This could suggest an issue with the electrode pads or coupling between the patient and pads but this could not be established. The customer claimed the device was fully functional with a second set of electrode pads. The electrode pads were discarded and not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.